Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for high out of range (oor) pacing impedances. After this there was noise oversensing resulting in pacing inhibition, due to the lead switch to unipolar configuration. The patient felt lightheaded as a result. The clinician confirmed that there was no pacing inhibition greater than 2 seconds. The lead was fully tested and it was believed that the lead has integrity. Thus, the clinic reprogrammed the lead to unipolar pacing and bipolar sensing. The rv lead is from another manufacturer. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated. Additional information indicated that the high oor impedances were first seen in (B)(6) of 2018. It was also reported that the noise oversensing seen after the oor impedances, contributed to approximately a 9 second pause. This patient is dependent; however, no syncope was reported. The device was programmed back to the bipolar configuration. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated. The device was subsequently explanted and replaced. The reason for replacement was indicated to be normal battery depletion. The device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. In addition, the associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for high out of range pacing impedances. After this there was noise oversensing resulting in pacing inhibition, due to the lead switch to unipolar configuration. The patient felt lightheaded as a result. The clinician confirmed that there was no pacing inhibition greater than 2 seconds. The lead was fully tested and it was believed that the lead has integrity. Thus, the clinic reprogrammed the lead to unipolar pacing and bipolar sensing. The rv lead is from another manufacturer. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for high out of range (oor) pacing impedances. After this there was noise oversensing resulting in pacing inhibition, due to the lead switch to unipolar configuration. The patient felt lightheaded as a result. The clinician confirmed that there was no pacing inhibition greater than 2 seconds. The lead was fully tested and it was believed that the lead has integrity. Thus, the clinic reprogrammed the lead to unipolar pacing and bipolar sensing. The rv lead is from another manufacturer. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated. Additional information indicated that the high oor impedances were first seen in (B)(6) of 2018. It was also reported that the noise oversensing seen after the oor impedances, contributed to approximately a 9 second pause. This patient is dependent; however, no syncope was reported. The device was programmed back to the bipolar configuration. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for high out of range (oor) pacing impedances. After this there was noise oversensing resulting in pacing inhibition, due to the lead switch to unipolar configuration. The patient felt lightheaded as a result. The clinician confirmed that there was no pacing inhibition greater than 2 seconds. The lead was fully tested and it was believed that the lead has integrity. Thus, the clinic reprogrammed the lead to unipolar pacing and bipolar sensing. The rv lead is from another manufacturer. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated. Additional information indicated that the high oor impedances were first seen in (B)(6) of 2018. It was also reported that the noise oversensing seen after the oor impedances, contributed to approximately a 9 second pause. This patient is dependent; however, no syncope was reported. The device was programmed back to the bipolar configuration. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.